Event description:
It was reported the device performed outside of the six percent. Upon connection: 144ml programed set for 1.5ml/hr. Device alarmed complete about 11.5 hour early. Upon disconnection: 126.75ml infused and 17.3ml remains. However, the bag is empty. Device was primed using gravity and used a blue spiro at the end of the device during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and the upstream occlusion (uso) sensor was contaminated by ingression. There was no evidence of the reported problem in the device's event history log. To conduct functional testing three accuracy tests were performed. Upon testing, the reported problem was duplicated. The most probable cause is the expulsor. The expulsor was trimmed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.